Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech replaced the broken brake mechanism assembly and the worn brake and brake steer casters to repair the bed.